Event description:
This ra lead was implanted (B)(6) 2006 and capped on (B)(6) 2011 due to a product performance issue. Lead was chronically dislodged. The physician was dr. (B)(6) at (B)(6) medical center in jackson, ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).